Event description:
It was reported from (B)(6) that a patient's father called to inform the center that there had been multiple (2-3) ventricular assist device (vad) stops. The patient arrived to the center on the (B)(6). When the patient was connected to the vad monitor it showed "critical battery 2" alarm. The connection sockets were tested on all of the batteries and they were functioning properly. The patient stated that replacing the batteries resolved the issue, which would indicate that the batteries were depleted. One day later, the patient called saying that there had a battery disconnection alarm from the same socket in the controller again "using a different battery"; the pump didn't stop as the other battery was charged. The controller was exchanged and the battery was removed from service. There were no reported consequences or impact to the patient. No additional information was provided. This is report 2 of 2.

Manufacturer narrative:
The battery was not returned. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the devices were not returned for evaluation. The device could not be correlated to the reported event and there is no evidence that a device malfunction caused or contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00926 and 3007042319-2015-00927) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00926 and 3007042319-2015-00927) submitted for devices related to the same event.